Event description:
It was reported that the medtronic diabetes therapy consultant called back the customer to upgrade their insulin pump. It was stated that the customer had to make frequent battery changes, new batteries were rejected, and had to restart the rewind process to complete it. It was also stated that on occasion the buttons are unresponsive. The blood glucose readings were unknown.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.